Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the meso-appendix was held in the jaws of the device, but it could not be fired. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced with another device. There was no patient injury.